Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# v048310, implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
The consumer reported a power on reset (por) code. The patient went through security in (B)(6) 2015, and since then his symptoms gradually returned. Losing bladder control was the symptom. The patient used the patient programmer (pp) on the day of the report and saw the por. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim. A healthcare provider (hcp) later reported that the patient was being brought back to the office for troubleshooting. They had not seen the patient since 2012. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.